Manufacturer narrative:
H3: product ID 97745bp; serial# (B)(6) was returned for analysis. Analysis found the complaint was unverified, the battery charged when placed in a known good controller and was read by a battery pack reader and met specification requirements. The battery pack case also had a broken tab. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745bp lot# serial# (B)(6) product type accessory product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745 serial# (B)(6) product type programmer, patient product ID 97745bp serial# (B)(6) product type accessory section d information references the main component of the system. Other relevant device(s) are: product ID: 97745bp, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the caller reported patient was not able to charge their controller and the issue began yesterday. Caller stated patient was in pain because they could not charge their implanted neurostimulator. Patient service walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller did not power on. Caller then re inserted the battery and confirmed no green light on the controller and was not flashing. The issue was not resolved. An email was sent to the repair department to replace the battery pack device. The pt rep called back and reported they received the li battery pack but the controller is still not taking a charge. Pt rep confirmed the controller does power up when connected to ac power w/o the li battery pack but when the li battery is inserted there is no indication of a charge. The pt rep did confirm that the pins in the controller look "worn"; pss is sending a request to repair for the controller. The pt called back and reported he received the battery and controller replacement but the controller is still not charging from ac power. The pt verified he is using his old li battery pack and he sent back the new one he received on 05-jun-2024. Pt stated that he did try to use the new li battery but the controller was still not charging when he tried to charge it. Pt stated the new controller he received is showing a foreign language when connected to ac power w/o the li battery pack. Pss is sending repair a request for a li battery and a controller. Pss will call pt tomorrow to verify that the controller is charging and pt can connect to charge the ins. Pss made an outbound call to pt and left a vm suggesting pt call back in if he is having any further issues.

Event description:
Patient (pt) rep called back stating the battery pack was not holding a charge. Pt charged it on sunday night to full and it was down to 40% today. The issue started about a year ago. Reviewed battery pack and controller were replaced in june. Pt rep said pt was using the new equipment. Suggested to plug the controller in the wall more often and monitor and have the components checked out in person if needed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.